Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in 168-170 mg/dl range.